Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding event after filing this report shall be filed on a supplemental MDR. The device history records revealed there were no issues noted during the manufacture process that would contribute to this complaint condition. Visual eval noted the threaded tip is broken on the spindle. Additionally, there are slight rub marks and minor corrosion-like spots on the shaft of the spindle. The investigation determined that the root cause is from an unk cause.

Event description:
According to the reporter, during an anterior lumbar interbody fusion (alif) at l4-5 as surgeon was performing fit check, the threaded tip of the trial spacer handle broke off in the trial. The trial spacer was removed and surgeon completed the procedure by using an implant the size of the trial spacer. This file is on the trial spacer handle ((B)(4)) and this is 2 of 2 reports for the same event.